Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with flucytosine (2000mg oral every day for 30 days). At the time of this report, the patient outcome was not reported and pd catheter was discontinued. No additional information is available.